Manufacturer narrative:
(B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result for two patients. The following data was provided: sid (B)(6) initial result 46.59 miu/ml, repeated after re-centrifugation <1.20 miu/ml sid (B)(6) initial result 67.41 miu/ml, repeated after re-centrifugation <1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 32494ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of architect total ss-hcg reagents was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. As review of applicable field data suggests that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no product deficiency with the architect total b-hcg reagent identified in this complaint. Corrected data found in section d3 email and g1 MFR contact email.